Manufacturer narrative:
Other (secondary intervention) - other (graft infolding) - evaluation results: (stent graft infolding).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the bifurcated stent graft was implanted it appeared infolded. The physician elected to place a palmaz stent where in the proximal portion of the stent graft where the infolded occurred. No additional clinical sequelae were reported and the patient is fine.